Manufacturer narrative:
Follow-up #1 date of submission 08/12/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the pump black box data revealed multiple cs 052/054/012 call service alarms. During testing, the pump was powered on with audible tones and vibration to a blank screen. The pump case was removed, and no evidence of moisture ingress or intermittent conditions was found. Further testing revealed a failure of the slave processor. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump intermittently lost power. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.